Event description:
This complaint is from a literature source. The following literature cite has been reviewed: a comparison of smooth and microtextured breast implants in breast augmentation: a retrospective study. Lot, model and catalog number are not available, but the suspected mentor devices possibly associated with reported adverse events: mentor memory gel. It was reported that 3 patients who underwent breast augmentation surgery with smooth implants developed capsular contracture. It was reported that 12 patients who underwent breast augmentation surgery with smooth implants experienced implants bottoming out and 1 patient - implant malposition. It was reported that a patient who underwent breast augmentation surgery with smooth implants experienced asymmetry. It was reported that 5 patients who underwent breast augmentation surgery with smooth implants developed hematoma. It was reported that 2 patients who underwent breast augmentation surgery with smooth implants experienced pain. It was reported that 1 patient who underwent breast augmentation surgery with smooth implants developed rippling, 1 patient - double bubble. It was also reported that 24 patients who underwent breast augmentation surgery with smooth implants required reoperation. It is unknown which of the patient harms/product issues were associated with reoperation. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: device migration, cutaneous contour deformity, pain, implant site hematoma, capsular contracture, anisomastia. Manufacturer¿s reference number: (B)(4).